Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels were not stated on the call. It was unknown how the patient was treated for the issue or if they went to the hospital. Three follow ups were attempted but no new information was gathered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.